Manufacturer narrative:
(B)(4). Add'l info.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a tlh, the needle on the suture reload fell out of the jaws during procedure. However, it was retrieved with needle graspers. There was no unanticipated tissue loss or damage as a result of the problem. There was no unanticipated blood loss of 500 ccs or more. Surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the suturing device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. No plastic shearing of the toggle switch was noted. One of the toggle switches was broken off of the device. Functional testing could not be executed due to the condition of the broken toggle switch. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the difficult to load condition may occur if the device is handled roughly during use. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.